Event description:
A (B)(6) y/o female in the operating room for a left leg arteriogram. Following case decreased flow was noted, upon re-exploration, the minx device was found to have failed and a large part was down in the vessel.